Event description:
On (B)(6) 2012, the patient contacted animas and stated the keypad buttons had a delayed response and unresponsive. The issue has been reportedly occurring over the past few weeks. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the complaint regarding the nonresponsive buttons was unable to be duplicated. All keys were tested and are responsive. Keypads are intact. Removed keypad to check for contamination which was found under up/down/contrast key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.